Event description:
The physician attempted arteriotomy closure with the closer tsl 6 fr. Device. The device was successfully deployed and closure achieved. Following the procedure a deterioration in distal pulses was noted and it became apparent that the vessel was occluded. The pt was taken to surgery for removal of the suture and surgical repair of the vessel. The vascular surgeon noted that the vessel was very small in diameter, approx 3-3.5 mm in diameter. Surgery was successful and the pt recovered without further injury.